Manufacturer narrative:
Reported event: an event regarding revision involving an unknown hip were reported. The events were not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of provided medical records with a clinical consultant indicated: "brief summary: these product inquiries concern a 78-year-old female who underwent what appears to be a revision type procedure on (B)(6) 2013. We do not have the exact details of the revision procedure but it appears that it was done with a pca stem. Patient then underwent a revision of that hip on (B)(6) 2024. It was said that the patient required revision due to trauma and a bone fracture and subsequent device instability. An mdm metal liner, adm/mdm poly insert, femoral head and stem were revised. During this revision procedure a constrained liner was chosen to be used. Apparently upon impacting the liner it did not seat properly and therefore a new constrained liner was utilized and implanted. Confirmation of event: I can confirm that the patient at some point in the past had a total hip arthroplasty using a pca stem and a cementless acetabular cup with crews since I was able to see an xray with those components in place. I can also confirm that the patient had what appeared to be a femoral fracture and loosening of the stem which required subsequent revision on (B)(6) 2024 since I was able to see the x-ray showing the loose stem and fracture and also the usage sheet with the revision components. I cannot definitely confirm the fact that a constrained liner would not seat properly. I can only confirm that a second constrained liner was utilized. Root cause analysis: the root cause of these events cannot be determined with certainty. The root cause of the patient's revision in 2013 is on knowable without any information. The root cause of the need for a revision procedure in 2024 again cannot be determined with certainty. Causes of femoral fracture include trauma and loss of bone stock and loss of support for the implant with demineralization of the bone surrounding the prosthesis. As local changes occur in the bone and especially after trauma, loosening of the femoral implant can occur. The root cause of the need for a second constrained liner cannot be determined with certainty, however in most cases this is a surgeon technical issue, unless the liner can be shown to be defective or somehow outside the range of tolerance of the cup." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised. A review of provided medical records with a clinical consultant indicated: "brief summary: these product inquiries concern a 78-year-old female who underwent what appears to be a revision type procedure on (B)(6) 2013. We do not have the exact details of the revision procedure but it appears that it was done with a pca stem. Patient then underwent a revision of that hip on (B)(6) 2024. It was said that the patient required revision due to trauma and a bone fracture and subsequent device instability. An mdm metal liner, adm/mdm poly insert, femoral head and stem were revised. During this revision procedure a constrained liner was chosen to be used. Apparently upon impacting the liner it did not seat properly and therefore a new constrained liner was utilized and implanted." The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the 2013 revision. The clinical sales specialist (css) confirmed there is no further information for this surgery (including reason for the revision). In providing information for an intra-operative event on (B)(6) 2024, css confirmed that surgery was a revision surgery. Rep provided usage from (B)(6) 2013, and a picture of the explanted stem. That stem was manufactured in 1988. The (B)(6) 2013 surgery was a revision surgery.

Event description:
This pi is for the 2013 revision. The clinical sales specialist (css) confirmed there is no further information for this surgery (including reason for the revision). In providing information for an intra-operative event on 03-july-2024, css confirmed that surgery was a revision surgery. Rep provided usage from (B)(6) 2013, and a picture of the explanted stem. That stem was manufactured in 1988. The (B)(6) 2013 surgery was a revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.